Event description:
The facility representative reported a pump that can't alarm, due to audio failure. This event occurred at an unknown time. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The pump has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received and an evaluation completed.